Event description:
During manipulation of the subject device, the physician lost control of the guidewire and found that a small piece of the distal tip broke off inside the pt's brain. The physician made attempts to retrieve the guidewire with no success. Then some time the following day the pt expired.